Manufacturer narrative:
The mg2 magnesium gen.2 reagent lot number was not provided.

Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 44 mmol/l. The first repeat result was 0.92 mmol/l. The second repeat result was 0.78 mmol/l. The third repeat result was 0.77 mmol/l. The questionable result was not reported to the physician.